Event description:
Related manufacturer reference number: 2017865-2025-10634. It was reported that the patient presented remotely via merlin.net experiencing an episode of ventricular tachycardia (vt). Review of the transmission revealed that after the right ventricular (rv) lead appropriately delivered episodes of anti-tachycardia pacing (atp) and shock, the lead exhibited episodes of under-sensing, resulting in incorrectly declaring a return to sinus and failure to convert rhythm. The rv lead successfully converted the rhythm back to sinus with two additional shocks. The patient then presented in-clinic and it was noted that the right atrial (ra) lead exhibited p-wave amp variation. X-ray imaging was performed and revealed that the ra lead exhibited loss of slack. The rv and ra leads were capped. The rv lead was replaced. The patient was in stable condition.